Event description:
Two healthcare professionals used a poweo non-invacare lift to position a patient in an invacare sling and lift her. However, when the lift was started, the patient fell out of the sling, leading to a fractured pelvis diagnosis.

Manufacturer narrative:
Invacare was made aware of this event which occurred in france involving a comfort in situ, net xs sling which was being used on a non invacare lift. The sling was manufactured in 2021. Invacare is filing this report because a similar comfort sling is sold in the u.s.. It is not known what, if any malfunction occurred. The user manual part 102389i-k page 5 states: "invacare slings are made specifically for use with invacare lifts. For the safety of the patient, do not intermix slings and lifts of different manufacturers." Further information and the return of the sling was requested to be returned for analysis and investigation by invacare france. If more information is received a follow-up report will be filed.